Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. 37 months post stent graft implantation a request for a talent aortic cuff under ide (g020050) was requested. Vessel morphology is unknown. It was reported that the aortic neck had expanded to 30 mm, which has resulted in the migration of the stent graft. The pt has multiple co-morbidities, which did not make them a candidate for open surgical repair. A talent cuff was requested and implanted 1 month after the migration was detected. The patient was reported to be fine and no additional clinical sequelae were reported.